Event description:
It was reported the plaintiff underwent revision of her right hip due to right hip pain and other complications.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due pain and other complications. During revision the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This patient underwent a right bhr revision due to reported pain since implantation ( 2 years), as well as evidence of pseudotumor on MRI. The revision report indicates that a workup was done, which showed no evidence of infection based on lab values and aspirates. Intraoperatively, it was noted that there was a small amount of fluid and a relatively small area that appeared to be pseudotumor type tissue, which was excised and sent to pathology for verification. It is stated in the revision report ¿I wonder if part of her pain was the feeling of subluxation of her hip¿ as the hip felt quite unstable posteriorly at about 45 degrees or so of internal rotation of the hip, really came out of the socket, and the cup appeared quite vertical and in neutral alignment. Neither supporting intra-op findings nor pathology/lab results were provided to confirm the reported pseudotumor; however an MRI report indicates the presence of crescentic fluid collection in the right trochanteric bursa with rim enhancement. No further clinically relevant supporting documentation was provided for inclusion in this medical investigation. The clinical symptoms of the reported pseudotumor may be consistent with an adverse reaction to metal debris, but this cannot be confirmed based on the information provided. The source of the reported pseudotumor cannot be determined. However based on the surgeon¿s statement, posterior hip instability cannot be excluded as a contributing factor. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Back and groin pain, difficulty walking reported.